Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block. A permanent pacemaker was implanted the same day, with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.